Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. (B)(4).

Event description:
The customer reported via telephone call that the blood glucose was running high and that the insulin pump was cracked. The damage was at the reservoir compartment and the keypad. The customer's blood glucose was 500 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.